Event description:
It was reported that the patient had no stimulation sensation. This started a week and a half ago; the patient could no longer feel stimulation working on her right side. The patient stated she needed reprogramming. A request was made to her company representative who was working on scheduling the reprogramming. If additional information is reported, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received stated that fluoroscopy and reprogramming were performed. Since the leads were repositioned, the patient had a 50% or greater symptom reduction. The cause of the event was undetermined but was not device related. It was noted the patient recovered without permanent impairment.